Event description:
Two days post uae, experience severe abdominal pain with inability to urinate. One week later, suffered post-embolization syndrome and fibroid expulsion. She was admitted to another hosp where a complete hysterectomy performed. She was given a blood transfusion. "My uterus was removed at 3 times, its previous size." Pictures taken during surgery are available.